Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to customer's blood glucose level. The customer declined further troubleshooting. Additional information was not provided.